Event description:
Reporter indicated that the pt had 6 suicidal gestures since the last assessment, approximately a month ago. Five of the gestures were indicated to be "purely manipulative", with no obvious intent that put the pt in no danger, and one was indicated to be "definite, but very ambivalent", that put the pt in mild danger. Per the reporter, this pt has severe suicidal tendencies. Attempts for further info have been unsuccessful to date.